Event description:
A sales representative reported seeing posts on the instagram account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #3 of 21. The patient stated it happened to them in two different areas after coolsculpting. The patient stated it took over three years to see this occur and has recently done two treatments of radiofrequency with micro needling to help.

Manufacturer narrative:
Upon further review, the device noted in the social media post is non-coolsculpting and there are no reportable events against a coolsculpting device. Hence, the events will be un-reported.

Event description:
Upon further review, the device noted in the social media post is non-coolsculpting and there are no reportable events against a coolsculpting device. Hence, the events will be un-reported.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. No further information can be obtained due to no contact information for the patient.

Event description:
A sales representative reported seeing posts on the (B)(6) account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #3 of 21. The patient stated it happened to them in two different areas after coolsculpting. The patient stated it took over three years to see this occur and has recently done two treatments of radiofrequency with micro needling to help.